Event description:
It was reported that the ventricular lead exhibited high impedances. Additionally, the device exhibited high outputs, which had been programmed high due to patient physiology, and had reached elective replacement indicators (eri). The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.